Event description:
It was reported that during patient use with CADD Cleo infusion set, the infusion set had detached from the infusion site. The patient replaced the site and location, resumed insulin delivery, and administered a bolus. There was patient involvement and no harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 CFR 803.56 when additional information becomes available.